Event description:
I required pfj replacement in part of reconstructive surgery in (B)(6) 2009 after sustaining injury to knee. I do still have pain as a result of the injury and development of rsd/crps disease. I am not able to bear weight or do anything such as running, cycling, etc that would ultimately stress this joint. It is in the non-weight bearing area of this young knee replacement. At f/u appt with orthopedic surgeon in (B)(6) 2015, it was discovered that implant components are loosening. So, I am now requiring add'l revision surgery.